Manufacturer narrative:
(B)(4). Batch # n90a3h. The instrument was received with the electrode tip bent and not detached as reported by the customer. In addition, the shaft sheath was damaged at the instrument tip. A bent electrode could have caused this damage to the sheath. Caution should be taken not to retract the electrode into the sheath when it is bent. No conclusion could be reached as to how the tip of the electrode got bent. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lap hysterectomy, the electrode projected from the shaft in the latter half of the operation. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.